Event description:
It was observed, that during the device inspection. The colonovideoscope exhibited the jet tube (j-tube) had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue.it has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Although we confirmed the presence or clogging of foreign material in the auxiliary water channel in the photos provided, we presumed that the foreign material is simethicone. We confirmed from the information provided that the user uses simethicone. We also confirmed that there was no deviation from IFU in the reprocessing steps at the location where foreign material remained. Also, no physical damage was found at the location. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor the field performance for this device.